Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tubes produced incorrect data of coagulation tests after use, with the pt and aptt having "too long values". This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "wrong data of coagulation tests, pt and aptt have too long values although the tube is filled correctly."

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tubes produced incorrect data of coagulation tests after use, with the pt and aptt having "too long values". This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "wrong data of coagulation tests, pt and aptt have too long values although the tube is filled correctly."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The tubes received for this issue were expired at the time of evaluation and therefore could not be tested. We have not received any additional reports relating to the incident lot number 9144754 and the ¿as reported¿ defect code. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.